Event description:
A pt reported experiencing inaccurate erratic results with a otb original meter. The pt's blood glucose results were 225mg/dl, 78mg/dl. Tests were done within <10 minutes with a difference of 86%. Pt did not experience any adverse events. No further info has been reported.